Event description:
The manufacturer received information alleging a ventilator was not providing the correct pressure. The patient was hospitalized, released from the hospital, and expired at home. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not providing the correct pressure. The patient was hospitalized, released from the hospital, and expired at home. Additional information received from the customer indicates the incorrect device serial number was provided. This device was not the device used by the patient. The customer states there was no malfunction observed with this device.